Manufacturer narrative:
The pump was received with intermittent esc and act button response due to corroded keypad traces. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that the insulin pump's esc button was unresponsive. Customer's blood glucose level was 5.6 mmol/l. The device was not returned.